Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that there were elevated impedances at the patient¿s initial programming two weeks prior to this report. The impedance on c-11 was in the 3000 ohm range at the time. The patient is implanted with one lead on the right side. It was noted the patient had tremor relief at the time, so the patient left with that programming. In the past weeks since then, stimulation has not helped their tremor. On the day of this report, there were some high impedances measured. The first time the rep ran impedances there were high impedances on 10-11 at >40,000 ohms. The second time there were three pairs that were high: c-10 at 14,705 ohms; 8-10 at 15,976 ohms; and 10-11 at 12,583 ohms. The third time had similar results but also showed 9-10 at 14,773 ohms. The patient was re-programmed on 11+, 9- which had an impedance of 1723 ohms, and it was stated this programming was controlling the patient¿s tremor. There was no report of trauma to the patient. It was noted the patient would use the 9-10 pair for some time before re-evaluating. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that x-ray showed no visible damage to the device and the patient was getting good therapy on the unaffected contacts. Cause remains unknown, but there is no plant to do anything else unless there is an interruption in therapy. No further complications are anticipated.